Event description:
A malfunction was reported on a pump, identified by malfunction code 15 with a fault ID of 0x277e. There was no reported impact to the customer¿s blood glucose level, as the customer declined to provide information about whether their blood glucose level exceeded 500 mg/dl. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code appears again, and the customer acknowledged and understood these instructions.